Event description:
Report received from abbott international affiliate (canada) of a thermodilution catheter balloon that would not completely deflate and cause premature ventricular contractions. It was reported that "a patient was having the thermodilution catheter removed, and upon removal it did not completely deflate causing premature ventricular contractions". It was reported that the patient did not require any medications to treat the arrhythmia. There was no reported adverse patient effect. Additional information was requested, but no further information was provided.